Event description:
It was reported that during a ptca treatment procedure, the choice ptca guidewire caused friction upon removal of the maverick ptca balloon catheter. The pt was asymptomatic during this event. It is noted that no resistance was met with insertion of the balloon. The lesion being treated was a 100% stenotic lesion in a tortuous mid left anterior descending coronary artery. The physician used a medikit introducer sheath for vascular access and a launcher guide catheter to cross the lesion. The procedure was completed successfully. No pt injuries or complications were reported. Pt status is reported as 'good'.